Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back regarding their ins depletion. Patient stated that they called their current managing healthcare provider (hcp) but their hcp s not available for another 2 months. Patient would like to have their implant replaced sooner and would like a physician that does the ins implant frequently. Agent referred patient to physician listings website to further inquire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported that today they got the message 'low battery. Internal device battery is low. Contact your clinician.' This concerned the patient because they recall their healthcare provider (hcp) telling them that the ins would last 15 years, but it hadn't even been 2 years since it was implanted. The patient asked if there was a recall on the device. Agent reviewed that there are no recalls regarding longevity issues. Agent reviewed that ins longevity depends on usage and settings. The patient stated that they hadn't changed settings since implant date. The patient was redirected to their healthcare provider to further address the issue. The patient mentioned that a year ago they turned off the ins prior to an unrelated outpatient surgery, which was the last time they communicated with the ins prior to today. It was unclear if the ins had been turned off from that time until today when they noticed the eri message.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the issue was caused by normal battery depletion. The patient underwent a battery replacement. The issue was resolved.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.